Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that a replacement pump with updated software would be sent, and training would be available through their tandem source account. Meanwhile, the customer will use multiple daily injections (mdi) as backup therapy. Instructions for storage mode and returning the problematic pump were provided and acknowledged by the caller.